Event description:
It was reported that "pt is experiencing pain every day in both her knees. The left knee was implanted on (B)(6) 2008. Currently nursing home rehab. Son called to ask about any recalls."

Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented: cat #5520-b-300, lot # ywfe. Triathlon ps x3 tibial insert: 5532-g-313, lot #53mmrd. Triathlon asymmetric x3 patella: 5551-g-320, lot #791v. It cannot be determined which, if any of these devices may have caused or contributed to the reported pt pain. An eval of the device(s) cannot be performed as the device(s) that remained implanted in the pt was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the evaluation summary will be submitted in a supplemental report.